Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. It was not reported if the patient was connected to the device at the time of the alarm. Troubleshooting steps could not be provided to the patient as the alarm was reported after the alarm had been cleared. The patient was to notify their nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.